Event description:
It was reported that during a uterine embolization procedure, removal difficulties occurred. The physician attempted to advance a renegade hi-flo into a 4fr non-bsc guide catheter, however they were unable to advance the renegade hi-flo through the guide catheter . The renegade hi-flo catheter was removed and a second renegade hi-flo catheter was successfully advance through the guide catheter, however, it was unable to be removed. The renegade hi-flo catheter and guide catheter were successfully removed together. The procedure was completed with another non-bsc guide catheter and non-bsc micro catheter. There were no patient complications reported and the patient status is fine.

Event description:
It was reported that during a uterine embolization procedure, removal difficulties occurred. The physician attempted to advance a renegade hi-flo into a 4fr non-bsc guide catheter, however they were unable to advance the renegade hi-flo through the guide guide catheter . The renegade hi-flo catheter was removed and a second renegade hi-flo catheter was successfully advance through the guide catheter, however, it was unable to be removed. The renegade hi-flo catheter and guide catheter were successfully removed together. The procedure was completed with another non-bsc guide catheter and non-bsc micro catheter. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - the catheter was visually examined and the catheter was found to be stuck in the guide catheter and could not be removed. All dimensional measurements that were able to be measured were within device specification. A 0.084¿ mandrel could not be advanced as the renegade hi flo microcatheter is stuck in the terumo 4fr cobra guide catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).